Manufacturer narrative:
Other relevant device(s) are: product ID: e volutpro-26-us, serial/lot #: (B)(4), ubd: 04-jun-2020, UDI#: (B)(4). Product analysis: the valve remains implanted and the dcs was discarded by the customer; therefore, no product analysis can be performed. A device history record for the valve was not required as the event description did not indicate a potential manufacturing issue. Conclusion: potential factors that could influence a dislodged valve include tension applied on the dcs during positioning, calcification levels in the native vessel and compliance of the aorta and native vessels. In this case it was reported that it was due to the dcs getting caught on the valve. Dislodge events are typically not related to a device malfunction. This event did not allege a device malfunction occurred. This event did not indicate device misuse or malfunction. Without return of the products, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately following the implant of this 26mm transcatheter bioprosthetic valve, as the delivery catheter system (dcs) was withdrawn from the annulus, the nosecone of the dcs caught the inflow portion of the valve frame and dislodged it up into the aortic arch where it remained in stable position. Subsequently, a second 26mm transcatheter bioprosthetic valve was successfully implanted. No adverse patient effects were reported.